Event description:
It was reported that when the patient had the trial, the stimulation was ¿maxed out¿ but would be painful when she changed positions as well. The patient played around with the stimulation during the trial but always had pain when she moved. It was noted that the patient was told that the lead must have moved, which could occur during the trial phase. It was reported that the patient was led to believe this happened during the trial but would go away during the permanent implant. The patient had a permanent device implanted. Four days later, it was reported that the issue was resolved with surgical healing and no known interventions were needed. It was noted that the patient was fine.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).